Event description:
It was reported that a patient presented to clinic for a right ventricular (rv) lead revision due to failure to capture and low pacing impedance on their rv lead. During the lead revision, the helix could not be extended. The physician elected to explant and replace the rv lead. There were no patient consequences.